Manufacturer narrative:
The insulin pump was unable to prime during the prime/compromised force sensor system test due to a faulty force sensor resistor. There was no compromised force sensor system alarm noted. There was also no blank display during testing noted. However, the pump had moisture damage on the electronics noted and a scratched display window.

Event description:
The customer reported via phone call that she was changing her infusion set and she started to receive a compromised force sensor system alarm. Customer's blood glucose was 214 mg/dl. Customer stated that the drive support cap appears normal and was not pressed while the customer was connected. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer mentioned that she dropped the pump in her sink a few days before and the pump got wet. Customer was unsure if it could have caused some of the issues. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the pump will need to be replaced.